Event description:
During the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an in-person site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. On 28-nov-2023, updates to the excel listing were provided. This 57 y/o male patient was implanted with a optetrak hi-flex tibial insert, sz 2, 9mm (cat#: 200-23-09 / serial#: (B)(6) on (B)(6) 2008. The insert was manufactured on 3-oct-2008 and was packaged in a vacuum bag with no evoh. The insert was 0.04 years of shelf age at the time of implant. Patient was revised on (B)(6) 2020 approximately 11.30 years post implant. No additional details are available at this time.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported was most likely due to prosthesis wear over the course of 11 years of implantation secondary to patient-related issues. Possible contributing factors for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation and images of the explanted device /radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code, investigation findings and investigation conclusions.